Manufacturer narrative:
A product investigation is in progress.

Event description:
Half of tampon stuck inside me [foreign body in reproductive tract]. Gone to change and noticed half of the tampon is stuck inside [complication of device removal]. Half of tampon (stuck inside) [device breakage]. Consumer sent e-mail stating that when changing the tampon, she noticed half of it was stuck inside of her. No serious injury was reported.

Manufacturer narrative:
(B)(6) 2021: product investigation results: no failure could be identified as a result of the investigation.

Event description:
Half of tampon stuck inside me [foreign body in reproductive tract]. Gone to change and noticed half of the tampon is stuck inside [complication of device removal]. Half of tampon (stuck inside) [device breakage]. Consumer sent e-mail stating that when changing the tampon, she noticed half of it was stuck inside of her. No serious injury was reported.